Event description:
It was reported that during a lap common bile duct resection procedure, the hand activation buttons were working intermittently. The buttons worked fine outside the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.